Event description:
It was reported that a user experienced hyperglycemia, with a blood glucose reading of 229 mg/dl, after changing infusion supplies on an ilet system using a cartridge and infusion set, and the user was advised to perform a full supply change due to low remaining insulin and confirmed pump disconnection prior to the change; the supply change was successful. Symptoms included elevated blood glucose. Outcomes included no alerts or alarms and no medical intervention beyond troubleshooting education. Investigation included user troubleshooting and education regarding a full supply change and proper disconnection before proceeding. Investigation of this case revealed no device alarms or malfunctions and no specific component failure; the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.